Manufacturer narrative:
Investigation findings: the battery was received for investigation and the reported problem was not duplicated. A visual inspection found the battery terminals discolored from overheating/shorting and some battery cells depleted from exposure to extended autoclave cycles. In addition, the battery was put on the charger and during the charging process, the fail red light displayed and the battery became hot. The specific handpiece in use at the time of this event is unk and therefore, was not returned for evaluation. Conmed linvatec will continue to monitor this product for failures.

Event description:
The customer reported that during use in a total hip procedure, the battery started smoking and had to be removed from the o.r. There was no report of pt/staff injury or surgical delay associated with this event.